Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-07866. It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system (wds) and a watchman® access system (was) were selected. During the procedure, the was not back bleeding the way it should, so they were unable to perform a wet to wet introduction. Due to this issue they aspirated the was removing all of the air. Prior to closure device deployment they did not visualize any air. However, after the closure device was deployed they were evaluating the device and the echo revealed air in the left ventricle. Initially the patient was stable. They quickly completed the device evaluation and the device met pass criteria. The patient then began to experience st elevation and a drop in bp. The patient remained on 100% oxygen and norepinephrine and calcium were administered. They removed the wds and advanced a pigtail catheter through the was and aspirated the air from the left ventricle. They also used sound waves/sonicating the area to remove any remaining bubbles/air. Five minutes later the patient's vitals were stabilizing. No further patient complications were reported . Post procedure the patient was fine.